Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of a 5.2 cm abdominal aortic aneurysm approximately 8.5 years ago. The aortic neck is severely reverse funnel-shaped and 20 mm in diameter at the renal arteries, narrows to 5 mm, and then expands to 27-28 mm. Iliac vessel morphology at the time of implant was not reported. Due to the severe funnel shape of the aortic neck, the patient was not an ideal evar candidate. It was reported that the patient returned for a routine follow-up approximately one month ago, and the graft migrated distally by about 10 mm without a type I endoleak. No aneurysmal sac growth or aortic neck changes have been noted; however, contrast was coming into the sac from a type ii leak from a patient lumbar artery. The physician elected to intervene for prophylactic reasons and implanted a 28 mm aneurx cuff successfully to build more proximally and left the type ii endoleak untreated. No additional clinical sequelae reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: (graft migration), (type ii endoleaks; severe funnel shape of the aortic neck). Conclusion: (type ii endoleaks; severe funnel shape of the aortic neck).